Manufacturer narrative:
A lot history review (lhr) of reyf0501 showed no other similar product complaint(s) from these lot numbers. The device has not been returned to the manufacturer for evaluation.

Event description:
Upon arrival of patient, staff attempted to place a 20g 10 cm midline catheter in patient's r basilic vein. Cannulation of vein was visualized via ultrasound, guide wire was advanced from the device without difficulty, catheter was then advanced approx 6 cm before meeting resistance. Upon attempting to withdraw the entire device, resistance was again met and upon inspection to catheter was found to not be intact. Device secured in place with tape. (B)(4) team notified. Vascular surgery consulted, awaiting arrival. Houses supervisor notified. Patient in no acute distress.